Manufacturer narrative:
B5: additional event information received indicating no patient involvement (updated b5, a1). H6: event problem and evaluation codes: updates not required.

Event description:
Additional info received via email 09-nov-2022: event occurred during preventive maintenance. No patient involvement was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked enclosure and faded line cord. Functional testing found the device leaked from a crack by the drain fitting confirming the customer complaint; wear and tear from use of the drain tube and a poor design. The root cause of the issue could not be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
UDI are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit has a leak in the reservoir. No patient injury was reported.